Manufacturer narrative:
The serial number of the c 502 analyzer is (B)(6). An inspection of the sample found the presence of a faint fibrin-like material. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with fructosamine on a cobas 8000 c 502 module. The sample initially resulted in a fructosamine value of 2 umol/l. The sample was repeated, resulting in values of 275 to 280 umol/l. The sample was repeated five additional times as part of a precision study, resulting in the following fructosamine values: 280 mol/l, 273 mol/l, 272 mol/l, 271 mol/l, and 268 mol/l.